Event description:
Bur came out of the handpiece chuck unexpectedly during a crown preparation procedure and landed at the back of the patient's throat suction was immediately used to prevent the patient from swallowing or aspirating the bur, but at the time of the event the doctor was uncertain if the suction had been successful in capturing the bur before it was swallowed. The doctor sent the patient to the emergency room for a chest x-ray exam to confirm if the bur had been ingested or aspirated and if so, identify the location of the bur. The result of the examination was negative, and the bur was not observed on the images. The doctor checked the suction trap the following day and was able to identify the bur had been captured by the suction during the procedure and the patient had not ingested it. The patient has not reported any need for additional medical attention or adverse effects since the incident.